Event description:
Patient called lfs and alleged that their meter was reading inaccurately erratic. The patient reported feeling shaky. They tested their blood sugar at this time and obtained a result of 400mg/dl. They retested within 10 minutes and obtained a result of 30mg/dl. The patient ate food/drank a beverage after testing their blood sugar. The paramedics were called and the patient was treated with food and beverage. It is not known if the paramedics tested the patient's blood prior to treatment. However, the patient did receive a result of 30mg/dl and was treated for low blood sugar. The patient reported that this occurred at midnight. The test strips were in good condition, codes matched and the technique for applying blood to the test strips and cleaning the puncture site were correct. The patient performed a control solution test, which passed. Based on the information provided, there is evidence that the meter malfunctioned; however, there is no evidence of the meter contributing to a serious injury. The patient is confortable with the meter, no new items are being replaced for the patient.